Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer had failed to open. A field service engineer (fse) verified that the drawer latch solenoid actuated normally; however, the drawer did not open. The root cause was identified as displacement of the left slide rail bearing cage. The bearing cage was reseated, and replacement slide rail bumpers were installed. During inspection, the retractor band was found broken at the last knuckle; therefore, the left slide rail assembly was replaced. The fse tested the drawer using the hardware test application, and the drawer operated as intended. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.